Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
During the index procedure, the (B)(6) male patient experienced aphasia after the proximal left internal carotid artery was treated with a precise stent. The onset was sudden and the patient experienced visual field loss and hemiataxia on the right side. Duration was >24 hours, and recovery was full with no deficit. The event did not occur during index procedure nor did it occur during catheterization. Event was not related to cordis product nor was the event related to index procedure. Post-procedure on (B)(6) 2007, the nih stroke scale score was only partially evaluated: there was aphasia and an abnormal cranial nerve and eye examination. The rankin score was 1. The index procedure report, stroke scale score sheets and discharge summary were requested but were unable to be obtained. It was the impression of the neurologist that the patient had potentially experienced a cva following the stent placement. On (B)(6) 2007, the patient was admitted for evaluation of recurrent speech difficulties and right hand weakness. It was noted that the patient had moderate dementia and that he had sustained a left cerebral hemisphere cva post-stent placement with residual expressive language difficulties.